Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. A third-party service provider downloaded the electronic records from the device and physio was made aware that the device had an inappropriate loss of power. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. A third-party service provider downloaded the electronic records from the device and physio was made aware that the device had an inappropriate loss of power. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate lost of power twice. The cause of the reported issue could not be conclusively determined.